Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/27/2015. The fse inspected the instrument finding debris in the diff and nrbc chambers. The fse replaced both the diff and nrbc chamber and associated sample tubing as well as flushed the dv (distribution valve) resolving the reported issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported recovering high diff backgrounds on the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls.